Manufacturer narrative:
Correction: submitted as it was determined the initial send had an error. The previous sentence of "at least three patients" is not accurate, this event pertains to a single patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about ¿at least three¿ patients with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the healthcare provider (hcp) had a patient with an ins that depleted to end of service (eos) in approximately 4 months, which was stated to be rapid. It was reported that the patient had both low, and high impedance on different contacts. Contacts 2 and 3 were shown to have 115ohm impedance, and contact 8 and 9 had >4,000 ohms. Impedance values from (B)(6) 2016 were shown to be good. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was stated that the battery drain was caused by the contacts with low impedance, and the patient¿s ins was replaced.

Manufacturer narrative:
Adverse event and/or product problem: correction included as it was determined the selection of adverse event was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the hcp could not check the battery voltage since the ins was dead, they could not connect to it at all.